Event description:
It was reported that ventricular fibrillation, coronary obstruction/occlusion, vasospasm and st segment elevation occurred. It was reported that a farapoint catheter was selected to treat a ventricular tachycardia (vt). During procedure, following vt ablation of the left outflow tract using the catheter, the patient showed elevated st in lead v2 two minutes after the end of the ablation. Nitrates were administered to reduce the st-segment. Once the st-segment had decreased, the patient developed refractory ventricular fibrillation requiring multiple shocks. Following coronary angiography, the patient was found to have coronary artery occlusion in the left main coronary artery and left anterior descending. After percutaneous angioplasty, blood flow was restored to the left main coronary artery but not to the left anterior descending artery (few flow). The patient suffered two further episodes of ventricular fibrillation. It was informed that during procedure, echocardiographic changes were observed in which the anterior wall of the left ventricle was akinetic and a percutaneous transluminal coronary angioplasty (ptca) balloon catheter was used. The patient's blood pressure remained excellent and stable throughout the adverse event and during the extended hospital stay. After 48 hours later, the patient is doing well. The elevated st segment has disappeared and no ventricular fibrillation or ventricular tachycardia has occurred. Product return is not expected as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.